Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on various troubleshooting steps, and the customer successfully completed a 9-unit bolus after loading a new cartridge. The final resolution involved replacing supplies as needed and resuming insulin therapy.